Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6), 2024. During the procedure, the first band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) university. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (ligator housing only), a visual evaluation noted that all bands were attached to the ligator housing, and the ligator housing teeth were not damaged. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the returned ligator housing had all the bands attached, and the ligator housing teeth were not damaged. Only the ligator housing was returned. Since the handle was not returned for analysis, it is not possible to see if the device was correctly used or if the handle had a problem that might have affected the bands deployment. Due to lack of evidence and without proper evaluation of the other component of the device, the most probable cause of the reported problem (bands failure to deploy) cannot be established; therefore, the most probable root cause of this complaint is cause not established.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2024. During the procedure, the first band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.